Manufacturer narrative:
The customer called technical support to report that a 111b ¿35 v supply failed¿ error occurred. Per good faith effort (gfe) response received (B)(6) 2025, the reported fault ultimately could not be duplicated. The device did not need to be repaired as it operated as intended. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Manufacturer narrative:
E1: reporting address postal: (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that there was a 35 v failure. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The customer called technical support to report that there was a 35 v failure. Device evaluation and repair are pending, and this investigation is ongoing.